Manufacturer narrative:
H3 other text : remote support from the customer care solution center was received.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the battery needed to be replaced. Remote support from the customer care solution center was received. It was determined that the battery older than 3 years and should be replaced. The customer ordered the mrx kit - lithium ion battery to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the mrx kit - lithium ion battery. The reported problem was confirmed. The customer ordered the mrx kit - lithium ion battery to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.